Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized. The consumer stated the cause of the peritonitis was unknown as the area (not further specified) and hands were always washed before treatment. On an unreported date, the patient was started on antibiotics. At the time of this report, the patient was still on antibiotics and was recovering from the event. The action taken with dianeal was not reported. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c31030 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.